Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed the incoming pulse test.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed incoming functional testing with code 203 - pulse test fault. Upon eval, the j1002 and j1003 connectors were intermittent. The cause of the test failure is the intermittent connectors. The root cause of the intermittent connectors cannot be positively identified, but once the connectors were cleaned and reseated, the unit functioned properly. No adverse event resulted from the defective monitor.